Event description:
The complainant reported that placement signal not reliable alarm occurred. The alarm was disabled. There was no reported harm to the patient.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. Data analysis: on 8/3, the 5.5 pump was inserted into the automated impella controller. It was then run for over 72 days before being removed by the user. During that time, there were instances of intermittent placement signal spikes, including triggering placement signal not reliable on 8/13 for two days, 8/15 for four days, and 8/24 for an hour. The lt logs for these times show the placement signal jumps to 3000 mmhg and the contrast oscillates between +/- 3276.8%. This confirms the findings from the complaint. Device analysis: the failure mode was not reproduced during testing and the oscillating contrast did not reoccur. The 5s was taken and contrast was low with marginally passing signal-to-noise ratio which could have influenced the placement signal abnormalities. The ccd array's fringe pattern looked as expected. Root cause: the cause of the oscillating contrast was not determined since failure mode was not reproduced. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.